Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure of the left ventricular lead, the coronary sinus was dissected. The procedure was abandoned. Another lead was successfully implanted.